Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 597 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's blood glucose levels were normal until she changed her infusion set the day prior to the event. The customer woke up the next morning with a blood glucose reading of 250 mg/dl. The customer changed her set two more times, but her blood glucose remained elevated. The customer uses quick-set infusion sets. No infusion set or site problems were noted. The customer began taking a medication for nerve damage a week before the event. The customer's white blood cell count was elevated, but it was not known if the customer was suffering from an infection. The prime test passed. However, the high pressure test failed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.